Event description:
It was reported that while stimulation was turned on, the pt could not feel stimulation when using the lead with electrodes 0-3 at 10v. It was further reported that stimulation was felt when electrodes 4-7 were programmed on the second lead. The impedance measurements were within the normal range with electrode 3 measured in the 2300 ohms range. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).